Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender and weight were not provided by the customer. Per results of investigation, carefusion service technician was unable to duplicate ¿unit failed on patient with constant alarming and all segments displayed an "8". The service technician powered unit on with a known good ac adapter, a known good lung and a known good circuit connected. The unit powered on and boot up with no abnormalities. The unit passed 48.7 hours of extended bench testing at customer setting with no abnormalities or alarm conditions. The unit passed initial final test and initial alarm volume test with no abnormalities or alarm conditions. The unit was also opened up to visually inspect and visual inspection showed possible open circuitry on the main flex circuit ribbon cable in the area of jp1. This condition has been known to result in reset loop conditions during power up. The service technician replaced main flex circuit as a pre-caution and processed revel ventilator through service.

Event description:
The customer reported model palmtop ventilator (ptv) revel failed while on a patient with constant alarming and all segments displaying an "8". Upon further investigation, the customer stated the patient was provided positive pressure ventilation via bag valve mask for remainder of transport. No allegation of injury or harm.